Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post op.

Event description:
Related manufacturer reference number: 3006705815-2023-00350. It was reported that the patient experienced ineffective therapy due to high impedances on the leads following a fall. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.